Manufacturer narrative:
The explanted ipg was discarded by the medical facility and will not be returned for evaluation. A review of the manufacturing documentation of the explanted ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted ipg found them to be satisfactory. This is the final report.

Event description:
A report was received that the patient's ipg was explanted due to an infection at the pocket site. The patient's symptoms were swelling and redness. The physician flushed out the patient's pocket and put him on antibiotics. The patient is reportedly doing well following the procedure.